Event description:
On 30-may-2024, a scientia vascular was notified of a complaint about an aristotle 18 guidewire tip breaking and being left in the patient. The complaint unit was not available for return to scientia vascular.

Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria. The complaint device was not returned to the manufacturer for inspection.for these reasons, no results were obtained.